Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 240 mg/dl. Customer was able to get insulin but what wondering what is causing the alarm. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer will be receiving replacement sets. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.